Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, smoke came out from the base of the 8mm maryland bipolar forceps instrument and the power was not supplied. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Root cause of the failure mode thermal damage between grips instrument bipolar yaw pulley is attributed to insulation degradation and carbonized tissue creating a conductive path. Intuitive followed up and obtained additional information. The customer was not sure but believed arcing possibly came from the base of the jaws. Surgeon was cauterizing when arcing occurred. Erbe generator was used. Arcing occurred when instrument tip was in contact with tissue. Patient has not returned to the hospital due to post-op complications. Instrument tips did not collide with other instruments. Instrument tips did not touch any staples, clips or sutures. No video recording is available.

Event description:
Refer to h11 for follow-up information.